Manufacturer narrative:
Log file analysis review date: 08/20/2015; dated through (B)(6) 2015. Normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02223 and 02224) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the site "coordinator stated that on (B)(6) 2015 patient reported battery indicator lights on controller were showing 3 green lights indicating 75% power (and power was being drawn from this battery), and then it switched over to use power from the other battery". "Both batteries were exchanged". No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-02223 and 3007042319-2015-02224) submitted for devices related to the same event.